Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed 'no anomaly.' Final analysis of lead 1 ((B)(4)) revealed that 'all conductors were broken 21 cm from the distal end.' Final analysis of lead 2 ((B)(4)) revealed that 'all conductors were broken 20.5 cm from the distal end.' Final analysis of both extensions revealed that both had been 'cut through' and 'segmented.' Final analysis of both anchors revealed they both had 'cut silicone.'

Event description:
Additional information was received which reported that the patient had had a 'couple' of falls after which the patient noticed a change in stimulation. Telemetry strips showed impedances were out of range on all electrodes; greater than 10,000 ohms, as reported previously. The service life of the implantable neurostimulator (ins) was indicated to have been ok, with life time hours used of 5,603. The patient recovered without sequela from the revision.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type: extension: product ID 3550-39. Product type: accessory: product ID 3550-39. Product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported the patient's device was replaced due to impedances greater than 10,000 ohms. It was also noted they were unsure of the "life remaining in the stimulator." It was noted the patient chose a rechargeable device. The patient experienced ineffective stimulation to low back and legs. It was noted there was no injury or adverse event to the patient. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.